Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and connection testing (mini cap connected to transfer set by hand). Functional testing was performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a transfer set and a white cap. There was no patient injury or medical intervention associated with this event. No additional information is available.